Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unknown amount of time. Customer declined troubleshooting with tandem technical support. No additional patient or event information was available.